Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/26/2013: the device was returned to animas and evaluated by product analysis on 08/30/2013 with the following results: all buttons were functional. No visible moisture from exterior of pump. Removed keypad. No defects found. Opened pump and removed from case, removed display, inspected keypad circuit and found corrosion on keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It is reported that up and down buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.